Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 77 years old at the time of study enrollment. A4 - weight: 109.9 kg. D3 & g1 - manufacturer address 1: chapman house, farnham bus park. D3 & g1 - manufacturer zip/postal code: gu9 8ql.

Event description:
Rowan clinical study. It was reported that the subject experienced pain requiring diagnostic intervention and medication. The subject was enrolled into the rowan study on (B)(6) 2024. Pre-treatment imaging documented avid uptake in target lesion; dose to perfused liver was 663.2 gy. Dose to total normal tissue was 43.2 gy. Lung shunt calculation was (B)(4). On (B)(6) 2024, treatment with therasphere was performed. Therasphere was administered to the liver through the femoral artery. Three dose vials were administered. Total administered activity dose was 7.23 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 884 gy and dose to total normal tissue was 57.4 gy. Lung dose calculation was 21.7 gy. On the same day, post therasphere administration, the subject began to experience pain in the right hip to the lower extremity. After the procedure, the pi ordered a check of blood flow and started the patient on asa 325 mg. The subject was referred for an arterial evaluation. The event was treated through administration of oxycodone.